Manufacturer narrative:
The eval of the returned device revealed that extremely high force was applied to the tip. The labeling of the device warns against this condition. In addition, there was visible evidence that the device was not utilized properly.

Event description:
Our distributor has reported to us that during an arthroscopic shoulder procedure, a portion of the distal tip of an ideal shuttle broke off and fell into the pt's joint space. The fragment was located via a c-arm, and for whatever reason, the surgeon went open to retrieve the fragment; closed and then resumed arthroscopically to complete the original repair. The procedure was concluded successfully without further issue or harm to the pt. The rep believes that the distal end of the device was jammed up against the glenoid when the surgeon was manipulating it, which may have been the contributing factor in its failure. This procedure was extended approximately an hour because of this.